Manufacturer narrative:
Prior to the steris service technician arriving onsite, the user facility's biomed department had replaced the yoke cover. The technician inspected the harmonyair m series surgical lighting system and found it to be operating properly. The lighting system is not under steris service agreement for maintenance activities; all maintenance is performed by the user facility's biomed department. Review of service records indicates steris has not been contacted to perform any service activities since the lighting system was installed in june 2016. The user facility declined to provide additional information on the cause of the yoke cover detaching. Given the description of the event, it is likely that the user facility's biomed department was over-tightening the screws during maintenance activities, or was a result of impact damage with other equipment. The operator manual states (pp 1-4), "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." A steris account manager performed in-service training with the user facility personnel on the importance of performing proper preventive maintenance on 10/3/2018. No additional issues have been reported.

Event description:
The user facility reported that one of the yoke covers detached from their harmonyair m series surgical lighting system and made contact with the patient. No report of injury or procedure delay.